Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2019. Device manufactured between: september 18-21, 2018. The device was received for evaluation. Visual inspection on the returned unit using the naked eye found a ruptured bladder. The reported condition was verified. The ruptured bladder was microscopically examined. As a result, no signs of abnormality were found on the ruptured bladder. Therefore, the cause of bladder rupture could not be determined during the sample analysis step. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 200 ml/h small volume (sv) intermate in which a rupture on the bladder during filling with saline solution occurred. There was no patient involvement. No additional information is available.